Event description:
It was reported when using bd pyxis¿ anesthesia station es, the drawer was not locked when trying to close. The customer rebooted the station but still the issue persisted. As per part investigation, it was determined that there was a broken wire in sensor drawer and fluid ingress in the half height latch sensor. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported issue of the "drawer 2.1 is not locking when closed" was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu inspection process. According to the work order (wo) (B)(4), the bd fse reported that the troubleshooted anesthesia drawer not locking. Fse found that position sensors were damaged. Fse replaced sensor and tried testing in hta and could not log in to test. Customer was able to test drawer and recover with no issue. Fse tested multiple times, and all worked properly. The external inspection was carried out at the laboratory according to the established procedure. During inspection, a broken cable in the pcba open/close sensor drawer pas (p/n:118234-01) and fluid ingress in the latch sensor hh drawer (p/n: 104684-01) were observed. Laboratory testing was not required due to the damage found on both boards. The device was in use for treatment purposes as intended per 21 cfr 820.198(d) root cause: open/close sensor drawer (p/n:118234-01) and fluid ingress in the half height latch sensor (p/n: 104684-01), causing the drawer to not be locked when closed.